Manufacturer narrative:
The reporter stated that the cycler has been returned to the manufacturer but not for this problem. Manufacturer has no record of any complaints regarding this cycler after this event. Cycler has not been received yet. The event is considered an unusual accident. (B)(4).

Event description:
.